Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported upstream occlusion failure was not reproduced during evaluation. Evaluation observed the upstream/ultrasonic sensor to be out of specification as an assignable cause for the customer allegation as an out of specification sensor may induce false negative detection of occlusion alarms. The upstream/ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion failure. There was no known patient injury or medical intervention associated with this event. No additional information is available.